Event description:
It was reported by the patient's neurologist that the patient was admitted to the hospital due to bradycardia. Due to this, the patient's normal mode stimulation was programmed off, but the bradycardia did not resolve and continued to occur at night. The patient's magnet mode stimulation was programmed back on to 1.75 ma to abort seizures but the normal mode stimulation was left at 0 ma. The patient's generator was not at eos. The normal mode output current was left off because although the physician didn't believe the bradycardia was related to the vns, she was concerned that the vns may be exacerbating the condition. No further relevant information has been received to date.